Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010.according to the complainant, during preparation outside of the patient, the cutwire broke during testing. The procedure was completed with another ultratome xl sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during preparation outside of the patient, the cutwire broke during testing. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the cut wire was bent and broken inside the handle. The exposed cut wire at the distal tip of the device was intact. The diameter of the wire at the handle section was measured and meets the od specification. Separating the handle from the extrusion, the cut wire was found to freely slide inside the extrusion with no issues. The condition of the returned unit was consistent with the complaint incident that cut wire broke. However, during manufacturing, the devices are 100% inspected for handle/ bowing functionality. It appears the wire at the handle was broken likely due to excessive force/ fast and repeated handle actuation which severely bent/kinked the wire inside the handle and caused it to break. Therefore, the most probable root cause is handling damage during prep. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.